Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Event device has not been received.

Event description:
Patient initially implanted with a bifurcated stent, and a non endologix proximal extension on (B)(6) 2016. At the completion of the initial procedure, during the closure of the access site a plastic fragment was discovered coming from the access vessel. The plastic fragment was removed by hand in one intact piece. There was no known impact to the patient. The patient is stable.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was not completed, there was no known impact to the patient. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The root cause of the reported event seems to be a manufacturing deficiency.